Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm and prime/fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump piston was not moving unless the pump was tapped. The customer stated they tried to load a reservoir but did not receive a notification that the process was completed. The customer mentioned getting insulin flow blocked alarms even with no reservoir in the pump. No harm requiring medical intervention was reported. Troubleshooting was but did not resolve the issue. The insulin pump will be returned for analysis.